Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Deivce not returned.

Event description:
It was reported that an unspecified pump failure occurred. There was no reported impact to the customer's blood glucose level. The customer reported that the pump would continue to be used for insulin therapy. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.